Manufacturer narrative:
This device was returned to mmdg and evaluated. The investigation showed that the pump was out of calibration which caused a delay in the time it took for the high down occlusion alarm to engage. The pump is being recalibrated, which will correct the issue, and returned to the customer.

Event description:
The initial reporter stated that the device "down occlusion alarm didn't alarm within the proper range". Mmdg clinical staff followed up with the initial reporter, where they did confirm this occurred during testing and there was no patient involvement. [(B)(4)].